Event description:
It was reported that the procedure was to treat a lesion in the tibial artery with chronic total occlusion. A 2.0x200x150mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced; however, could not cross, resistance was felt and the balloon tip was noted to be stuck in the lesion. The pta catheter was removed; however, resistance was met and once outside the patient the balloon was noted to be stretched out. A 1.5x120 and a 2.0x100mm non-abbott balloon catheter were used to ultimately treat the lesion. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.